Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication. The implantable neurostimulator recharger (insr) was fully charged. The last time that the patient had charged the implantable neurostimulator (ins) it took longer. The last time the patient felt stimulation was 7 am on the morning of the report ((B)(6) 2017). It was reported that the last successful charge session was 8-9 days ago. Troubleshooting during the call included repositioning the antenna over the ins, turning the antenna dial through all positions, and doing this on the skin. The patient placed the insr right over the battery and got the reposition antenna screen. Rotating the antenna 4 times a ¼ turn did not resolve the issue and showed the reposition antenna screen. The ins was not able to communicate with another external device since poor communication was seen with the patient programmer. It was reported that when the patient wore jeans they could tell the ins was shifted more over to the left than before. It was reported that the patient had lost weight and that they had fallen a couple months ago. Additional information was received from the consumer later that day reporting that they had been redirected to their hcp regarding the issue with charging the ins with the insr. It was stated that the patient was told to call the manufacturer as it could be something with their leads. Now the hcp was telling the patient to set up an appointment with the manufacturer. The patient was not feeling stimulation, the recharger would not communicate, and the last charge session was on (B)(6) 2017. The process on how to request a manufacturer representative meeting was reviewed. Additional information received from a manufacturer representative on (B)(6) 2017 confirmed that the patient had contacted the representative, was troubleshooting, and was going to call the manufacturer representative back. If it did not work they would meet the patient later that week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient was in overdischarge. The rep performed a pmr and charged the battery,

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that the cause of the patient¿s ins shifting remains unknown at this time. No other information was provided.